Event description:
It was reported that customer sometimes had issue with charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support, and case was noted as requiring no further action.